Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a "massive" upper gastrointestinal bleed on (B)(6) 2024. The patient received the appropriate number of units of red cell concentrate (rcc) transfused. The patient was on heparin therapy at the time of the event, and the cause of the bleed was noted to be complexities of medical management. It was noted that the bleed may have been due to long term proton pump inhibitor (ppi) use.

Manufacturer narrative:
B2 outcomes attributed to adverse: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.